Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post sense. Follow up with the physician's office indicated that the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.